Event description:
Related manufacturer reference number: 3006705815-2019-02765, 1627487-2019-08375.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02765, 1627487-2019-08375. It was reported that the patient experienced ineffective stimulation. The patient had the system off for a few months and reported no noticeable differences in pain relief. The patient underwent surgical intervention and had the system removed.